Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
It was reported that the unit would not power off unless the power source was disconnected. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 16aug2019. The central processing unit (cpu) board was returned to the manufacturer for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, the reported failure could not be duplicated. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 10jul2019. Date of report: 22jul2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The service technician replaced the central processing unit board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.